Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with a blood glucose reading of 369 mg/dl. The customer's mother stated that prior to the event, the customer was experiencing elevated blood glucose that changing his infusion set and bolusing would not bring down. The customer's mother further stated that the customer then became sick and vomited and his blood glucose levels would not go down even after she changed the customer's infusion set again. The customer's mother then stated that she eventually treated with manual injection because the insulin pump would not keep the customer's blood glucose levels down. Programming was incorrect. The daily totals, bolus and basal rates did not match. Nothing further was reported.